Event description:
It was reported that therapy worked fine for the patient the first month or two after implant in 2014 but then she began leaking more and more. A revision surgery was done 5 weeks prior to the report and, for the first two weeks, the patient hardly had any accidents. She then started to leak again and the health care professional (hcp) had exhausted programming before implanting a new lead wire. The patient was to see the hcp again in two weeks. The patient also stated that she had been very careful not to bend over or do anything to cause a lead issue. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0gn8u, implanted: (B)(6) 2014, product type lead. (B)(4).